Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states as he was getting in the chair the frame broke. He states that it broke where the screw attaches both crossbraces together.